Event description:
Caller reported experiencing multiple intermittent occlusion alarms issue. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to disconnect the tubing and perform specific steps to address the issue, including delivering a 5-unit bolus. Despite these efforts, the occlusion alarm recurred. The customer was then instructed to remove the cartridge and check for any visible damage, which was not present. The caller chose not to change her supplies immediately due to having visitors but was advised to do so and to resume insulin, with the option to call back for further assistance if needed.